Event description:
As part of a legal mediation effort on (B)(6) 2013, intuitive surgical, inc. (Isi) received information including medical records of a patient who experienced post-surgical complications after undergoing a da vinci total hysterectomy with right salpingo-oophorectomy, lyses of adhesions, and a video pelviscopy on (B)(4) 2012. The patient's operative (op) report for the surgical procedure of (B)(6) 2012 states that during the da vinci total hysterectomy with right salpingo-oophorectomy, she was noted to have adhesions on the right lower quadrant from previous surgeries. The initial pelvic exam revealed an area of small bowel that was adherent to the midline upper vaginal cuff, which was taken down with meticulous sharp dissection without causing any injuries to the small bowel. The patient's bilateral tubes and ovaries were removed. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. This patient with unknown etiology, was presented to the emergency room with abdominal pain approximately 1 month after the da vinci surgery and underwent a small bowel segmental resection. Patient tolerated the procedure well. According to the medical records, the patient also reported that menopausal symptoms began a few months after the da vinci surgery and patient was prescribed a hormonal therapy.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The operative reports do not contain any indication of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date of (B)(6) 2012 found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci total hysterectomy with right salpingo-oophorectomy.